Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose ranging from 338-436 mg/dl. Reportedly, the cartridge slid off of the pump and the customer immediately pushed the cartridge back onto the pump. The customer reported that insulin delivery was not stopped and was unsure if the pump was being used correctly. A system check with tandem¿s technical support confirmed that the pump and cartridge functioned as expected. Customer did not remove the site for troubleshooting.